Manufacturer narrative:
Once the sample is received it will be evaluated and an investigation will be completed. The results of this investigation will be forwarded to the FDA via a follow up MDR.

Event description:
2 fr singe lumen vygon PICC line (lot #25g035d, exp 2028-07-31) placed on in the left cephalic vein on (B)(6). Procedure note states, "a sterile field was created to include the entire left arm using chg scrubs and allowed to completely dry. The left cephalic vein was visualized using u/s and an introducer was inserted. A 18 cm catheter was then inserted to 16 cm and cxr taken with the tip @ t-6 as per nnp secureport IV glue was used at the insertion site and a sorbraview dressing applied". PICC line placement adjusted 1cm due to xray positioning on (B)(6), dressing changed on this date. Dressing reinforced x1 after this (B)(6) dressing change. Nicu PICC rn called to bedside to change PICC dressing due to lifting. Dressing removed easily and changed per our standard procedure. After new dressing was placed, PICC rn noticed some new accumulating wetness under the wings. Dressing was removed once again and leaking was noted in the juncture between the wings and the line. PICC line removed and noted to not have an excess amount of glue along the line. New PICC line placed by nicu PICC rn on (B)(6). Patient outcome: no harm.